Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lab results were negative and no cultures were grown.

Manufacturer narrative:
Concomitant medical products: tyrx-aae absorbable antibiotic envelope, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket infection occurred with discharge at the incision site less than a month after the implant of a cardiac resynchronization therapy defibrillator (crt-d) system with an absorbable antibacterial envelope. The wound was opened, swabbed, and debrided. The pocket was irrigated and closed. The crt-d system remains in use and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.